Event description:
Healthcare professional reported "capsular contracture baker grade ii/iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade ii/ iii.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also confirmed that the event of capsular contracture baker grade ii/iii did not occur. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis.

Event description:
Healthcare professional reported "rupture, mammogram confirm the rupture".. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade ii/iii". This record is for the left side. The device has been explanted.